Manufacturer narrative:
Product available to stryker. An event regarding product mix involving a exeter mesh was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection; the device was not returned however a number of photos were provided. A photo of the outer box showed catalog and lot details. Two additional photos were provided which showed the inner pack and device. The photo of the inner pack showed catalog and lot details 0942-8-025 and g6140406, respectively. The catalog and lot details were not visible on the photo of the device. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed. The reported event alleges a product mix between two exeter x-change mesh products. A device history review for both products was performed by the supplier. This concluded that catalog number: 0942-8-040, lot: g5788427 was manufactured on 09 september 2015 and that catalog number: 0942-8-025, lot: g6140406 was manufactured on 02 november 2016. As these products were manufactured 1 year apart it is not possible that the product mix occurred in the manufacturing site. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported by the customer that the packaging had an incorrect device reference.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that the packaging had an incorrect device reference.